Event description:
Health professional reported that "during adjustments at clinic, it was noted that fluid was missing from band." An add'l note clarified the location as the leak was noted in the port tubing. F/u findings: an x-ray was done, and showed a leak around stainless steel connector. Port was explanted and replaced with a new port. The port is being returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."